Event description:
It was reported that the stent did not expand in the usual way. A carotid wallstent was selected for use. The lesion was located in the left internal carotid artery, accessed via the right femoral artery. The anatomy was not tortuous, and there was no significant bend or calcification. The lesion was eccentric, de novo, and had a stenosis of 40-45% without total occlusion. During the procedure, the stent began to expand but then became stuck and was unable to expand further. There was significant resistance encountered during withdrawal of the delivery system. The device was exchanged and the procedure was completed. The patient remained stable following the procedure, and there was no serious injury reported.

Event description:
It was reported that the stent did not expand in the usual way. A carotid wallstent was selected for use. The lesion was located in the left internal carotid artery, accessed via the right femoral artery. The anatomy was not tortuous, and there was no significant bend or calcification. The lesion was eccentric, de novo, and had a stenosis of 40-45% without total occlusion. During the procedure, the stent began to expand but then became stuck and was unable to expand further. There was significant resistance encountered during withdrawal of the delivery system. The device was exchanged and the procedure was completed. The patient remained stable following the procedure, and there was no serious injury reported.